Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany it was reported that an undesirable side effect, where a patient experienced extensive inflammation at a puncture site on the left lower abdomen, requiring 7 days of antibiotics. The reaction occurred 12 hours after the insertion of the needle, which was promptly removed upon discovery of the issue. No further information available